Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Run ventilator on different fio2 (fraction of inspired oxygen) settings and the vent delivered fio2 levels out of specified range (3%). Vent has over 62k hour in use and it needs a new gde (gas delivery engine) since tooth the blender and the o2 regulator are part of it and not replaceable individually. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator settings for the fio2 was set to 21% and the fio2(fraction of inspired oxygen) alarms were turned off. At this time, there is no information regarding patient involvement associated with the reported event.